Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Metal tore on lower tube and rear cane. Product received expanded evaluation. The expanded evaluation report states: visual inspection- both side frames were received with broken welds at the bottom of the back canes. The right side frame had a broken weld at the bottom of the back cane and also cracks in the head tube. The left side frame also had a broken weld at the bottom of the back cane. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken welds on the side frames. Complaint of "metal frame is coming apart" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Metal tore on lower tube and rear cane. Product received expanded evaluation. The expanded evaluation report states: visual inspection- both side frames were received with broken welds at the bottom of the back canes. The right side frame had a broken weld at the bottom of the back cane and also cracks in the head tube. The left side frame also had a broken weld at the bottom of the back cane. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken welds on the side frames. Dealer is stating that their customer is wanting a replacement chair sent under warranty because the metal frame is coming apart.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that their customer is wanting a replacement chair sent under warranty because the metal frame is coming apart.